Manufacturer narrative:
Additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 15-years-old patient with a 3300tfx25mm valve implanted in the pulmonary position underwent a valve-in-valve (viv) procedure after approximately four (4) years and six (6) months due to valve regurgitation. As reported, no root cause could be identified by the operators. A 26mm transcatheter valve was successfully implanted within the existing surgical device. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including age at implant and implant position.

Event description:
Edwards received notification that this 15-y-o male patient with a valve model 3300tfx25mm implanted in the pulmonary position underwent a valve-in-valve procedure after approx. Four (4) years and five (5) months due to valve degeneration leading to stenosis and regurgitation. The patient presented with peripheral edema and dyspnea prior to the re-do procedure. An 26mm edwards transcatheter valve was successfully implanted within the existing surgical device via the right femoral vein. The patient was noted as to be doing well after the procedure.